Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer¿s blood glucose was 214 mg/dl at the time of call. The customer's high blood glucose was treated with insulin pump. Customer did not allege pump was under delivering. The customer also stated that the insulin pump drive support cap was flush and the insulin pump had missing pieced on the reservoir compartment opening. The insulin pump will be returned for analysis

Manufacturer narrative:
Pump passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.